Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, per report prosthesis-mismatch was the cause of the increased gradient across the sapien 3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry for our (B)(4) affiliate, approximately one year and two months post implantation of a 23mm sapien 3 valve within a 21mm surgical valve in the aortic position, both valves were explanted. A root enlargement was performed and a surgical valve was placed. Per report, the patient¿s symptoms did not improve after the sapien 3 valve was implanted, and was attributed to a patient-prosthesis-mismatch.

Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
Additional information was provided as per article, ¿surgical aortic valve replacement for valve-in-valve trans-catheter aortic valve dysfunction in the patient with a small aortic annulus¿, a (B)(6) woman underwent surgical aortic valve replacement (savr) in 2004 using a 21mm pericardial tissue valve for severe aortic stenosis. Preoperatively of the savr, the mean aortic valve gradient measured 55mmhg, effective valve orifice area (eoa) 0.5cm², indexed eoa 0.28cm2/m2. A postoperative transthoracic echocardiogram showed a mean gradient across the 21mm aortic valve prosthesis of 21mmhg. The patient developed increasing shortness of breath, light-headedness and exercise tolerance. Pre-procedure echo of the valve in valve (sapien 3) revealed that the patient¿s mean av pressure gradient measured 30mmhg with a valve area of 0.8cm2 with mild concentric left ventricular hypertrophy, normal lv, systolic function (estimated lv ejection fraction of 60-65%). A decision was made to implant a sapien 3 valve. The mean gradient measured 28mmhg and the valve area 1.9cm2 post one day procedure of the sapien 3 valve. Postoperatively, the patient continued to have symptoms of breathlessness and was re-evaluated. 9 days post tavr, an echo (tte) revealed normal left ventricular size and systolic function and mild concentric lvh. The leaflets of the sapien 3 valve appeared unremarkable and no aortic regurgitation was detected. However, the mean aortic valve gradient had increased to 35mmhg and the valve area was calculated at 1.6cm2. A decision was made to redo the savr. The patient underwent a redo sternotomy approximately 14 months post tavr procedure. The explant procedure findings were of redundancy and crowding of the leaflets inside a constrained sapien 3 valve frame. The 23mm sapien 3 bioprosthesis was well opposed to the 21mm pericardial tissue valve, with no inter-valvar space, and was free of pannus formation. Once the surgical aortic valve sewing cuff sutures were removed and the double valve bioprosthetic complex removed, the aortic root was divided down the non-coronary sinus and across the annulus and widened with a pericardial patch using the nicks technique. A size 23mm surgical aortic valve was then sutured into position. Per article, the procedure went well and 1 month post procedure, the patient indicated a considerable improvement since the last surgery. Prosthesis- patient mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients. In this case, as per author it was confirmed that the cause of the increased gradient was ppm. The author recommended that in younger patients with aortic stenosis and a small annulus (pre-savr aortic valve area 0.5cm2 with a mean gradient of 55mmhg) undergoing savr, consideration should be given to enlarging the aortic annulus to allow implantation of a larger valve bioprosthesis and a better future valve-in-valve tavr option.